Event description:
It was reported that this left ventricular (lv) lead has fracture and exhibited high impedance. Fractured was confirmed through fluoroscopy. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on d5 operator of device. This supplemental report was created to capture additional information. Revision to the initial MDR in block b5 event description and h6 patient codes.

Event description:
It was reported that this left ventricular (lv) lead has been fractured. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported. Additional information was obtained which indicated that lead fracture was confirmed with fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead has been fractured. The lead was surgically abandoned, and a new lead was placed. No additional adverse patient effects were reported.